Event description:
Customer reported an alarm 2 followed by alarm 26, experiencing intermittent occlusion events. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin.